Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # (B)(6)); sigpshell, sig power sigpshell control shell (lot # unknown); sig power sigadaptstnd linear adapter (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastrectomy, at the time of esophagogastrectomy, the reload partially fired. The firing stopped about 5mm. From the tip. It was noted that the doctor was uncertain whether it had stopped or it had been pulled back midway, thinking it had been fired to the end. Additional resection was performed, and additional sutures were performed with a stapler.